Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during inflation at 12 atmospheres. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient complications were reported, and patient is safe post procedure.